Manufacturer narrative:
This event was also reported via medwatch report #(B)(4). A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was returned. The sheath was returned cut approximately 10.5cm from the base of the hub. Skiving was found at the distal end of the storage tube, which likely occurred during the procedure. The filter was returned inside the introducer sheath. No perforations were noted to either introducer sheath segments. The dilator tip was returned buckled. It is unknown how or when the dilator tip became buckled as it was not reported by the user. No other anomalies were noted. Functional/performance evaluation: the sheath was cut distal to the filter and the filter was removed with no resistance. The filter exhibited 6 legs and 6 arms present and intact. The introducer sheath hub was sliced open longitudinally and skiving was identified, likely due to the filter feet during advancement. However, no gaps were located between the sheath and the hub. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the sheath, as the filter was returned lodged inside the sheath. Spiral skiving was found along the introducer catheter surface as well as in the storage tube. This excessive skiving is likely due to the filter having difficulties advancing through the sheath. Based on the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the deployment sheath during advancement and could not be deployed. Therefore, the deployment system and filter were exchanged over the guide wire for a new filter system that was prepped and deployed successfully. There is no reported patient injury.